Event description:
It was reported that an ilet bionic pancreas user experienced signal loss between the ilet and a newly applied dexcom g7 continuous glucose monitor (cgm) that had completed warmup and was providing readings in the dexcom app, while the ilet showed no glucose values. No adverse clinical symptoms were reported. Outcomes included no clinical impact, no alarms on the ilet, and no hospitalization. User support included guided troubleshooting and user education to toggle g6/g7 settings and re-pair the sensor, confirming warmup on the ilet. Investigation of this case revealed a communication issue between the ilet and the cgm sensor, consistent with loss of data transmission without device damage. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue between the cgm and the ilet.